Event description:
The user facility reported that during a left maxillary sinus balloon sinuplasty procedure, the physician dilated the pt's left maxillary ostium. Following dilatation, the physician irrigated the sinus with a syringe. The pt's left eye was noted to swell with the infusion of irrigant solution. The physician re-examined the pt via endoscopy, and noted a bony dehiscence in the lamina papyracea, with orbital fat protrusion. The pt was administered steroids intraoperatively, and referred to another facility for an eye examination the same day.

Manufacturer narrative:
Acclarent f/u on this report to gather add'l info. The pt experienced no diplopia, but reported some pain on medial gaze. The pt was treated with steroids for 6 days. The pt was seen again at 18 days postoperatively and swelling and pain were said to have been reduced. The physician reported that the area in which the device was used was tight, but that placement of the guide was easy. The physician also stated he did not believe the acclarent devices contributed to the dehiscence or eye swelling. No device were returned for eval. The cause of the reported phenomenon could not be conclusively determined, and pt anatomy and/or user technique cannot be ruled out as contributory factors. This phenomenon will be monitored for trending purposes. This report is being filed in an abundance of caution.